Event description:
The customer contact reported the device was found delivering in a different mode than was originally programed resulting in the patient receiving less medication than intended. At an unspecified time, line a of the device was programmed in concurrent mode to deliver an unspecified sedation medication. Line b of the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device was delivering in the piggyback mode instead of the intended concurrent mode. At that time, the device was reprogrammed to deliver in the concurrent mode and the delivery was restarted. It was reported after approx 20 minutes, the patient started to wake up. No specific details were provided. At that time, the nurse noted the device was again delivering in the piggyback mode instead of the intended concurrent mode. There were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.